Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11400m mitral valve, was explanted after an implant duration of three (3) days due to thrombus. The explanted valve was replaced with a 25mm 7300tfx valve. Per medical records, the patient presented in ER with acute shortness of breath and acute pulmonary edema. Echo showed severe native mitral valve regurgitation. Impella device was placed to try and resolve his acute chf prior to mvr. The following day patient was in cardiogenic shock, emergent mvr (salvage procedure) for flailed native leaflet and 2 ruptured chords. The native posterior leaflet was preserved and a 25mm 11400m was implanted. Va-ECMO was placed, and the patient was transferred to another hospital for ECMO management. On pod # 3, the patient returned to the or due to severe prosthetic mr. A massive thrombus was found encompassing the entire left atrium into the pulmonary veins, the mitral valve was full of thrombus which was unable to be removed. The valve was then explanted and replaced with a 25mm 7300tfx valve. The patient was unable to wean from cpb due to persistent cardiogenic shock and poor biventricular function. ECMO was then re-initiated, and the patient was transferred back to the ICU.

Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There are no confirmed product or labeling non-conformances and no other triggers are met. The customer report of "thrombus" caused by another device.